Event description:
The customer reported a missed anti-c while testing with biotestcell-p3 in solidscreen ii on tango. The patient sample that had caused the false negative test result was sent to us for quality control and the supposedly defective product was returned, too. Because the patient sample was very hemolytic and discolored, all test results yielded on tango optimo and in the gel technique could not be evaluated. Therefore our quality control tested the supposedly defective product with different positive and negative controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A review of the affected tango optimo's data gave no indication for an instrument malfunction that might have contributed to this event.

Manufacturer narrative:
This is our combined initial and final report on this incident.